Event description:
Device issue: partial balloon deflation. Time of device issue: during procedure. Adverse event: none. It was reported that during xience v stent deployment in an unspecified vessel, the balloon was slow to inflate. The stent was ultimately deployed successfully. After stent deployment, an attempt was made to deflate the balloon; however, the balloon did not completely deflate. The device was successfully removed from the pt anatomy and there was no reported adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info.